Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The total psa reagent lot number was 444611 with an expiration date of 31-may-2021. The centrifugation speed and centrifugation time were insufficient according to the tube manufacturer's recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer discovered the system measuring cells needed to be replaced. He verified the analyzer was ok. The customer performed calibration and qc with acceptable results. The customer also performed repeat testing with other patient samples with acceptable comparison results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for one patient tested on a cobas 6000 e 601 module. Before patient testing, the customer confirmed qc was acceptable. The patient's initial total psa result was reported outside the laboratory. The healthcare provider questioned the patient's initial result and requested the sample to be repeated. The customer performed repeat testing on the same analyzer. The patient's initial total psa result was 4.44 ng/ml, and the patient's repeat result was 0.035 ng/ml. The customer determined the repeat result was correct. The total psa reagent lot number was 444611 with an expiration date requested but not provided.